Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that during visual analysis no damage or defect was visible. During functional analysis it was possible to inflate the balloon until miv (maximum inflation volume) of 4cc. No hole or leakage was visible and no uncommon loss of pressure was visible. Based on the information provided, visual and functional analysis the balloon has not ruptured and is working properly. The complaint is not confirmed.

Event description:
Pre-operative diagnosis for this procedure: vcf it was reported that on an unknown date during procedure the balloon ruptured during inflation. Patient complications were unknown.